Manufacturer narrative:
One 5.0mm custom tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, found that the device passed qa inspection and no nonconformities were observed during manufacturing. Visual inspection found that the eyelets of the device were not broken; however, one of the arms of the neck flange was completely detached from the flange. Based upon examination of the returned device, it appeared that the detached arm of the neck flange was due to excess torsion stress applied to it. Investigation was unable to determine the definitive root cause of the tear. (B)(4).

Manufacturer narrative:
(B)(4). The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of patient that one of the eyelets on the tracheostomy tube flange broke. According to the reporter, a nurse observed the issue during cleaning. Upon discovery of the break, the reported device was replaced. The reporter stated that expandable velcro ties were used to hold the tracheostomy tube in place and the device was possibly cleaned with sterile water. According to the reporter, the patient has been ventilator dependent since birth. The reporter stated that no patient injury occurred.